Event description:
Potential for injury associated with the rod snapping off that goes from the motor and gearbox toward the tire on a tdx3se-ps power chair. This event could cause the chair to make unintentional and erratic movements that could cause user and bystander harm. In addition, this event could cause the user to become stranded.